Event description:
Event description boston scientific received information that this right ventricular lead exhibited an impedance measurement of greater than 2500 ohms and was unable to capture even at maximum outputs. The physician suspected a lead fracture and the lead was surgically abandoned and replaced. The device was prophylactically explanted during the same procedure. This device was part of a recent physician communication dated june 23, 2006 regarding a low voltage capacitor.